Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information it is unknown if there is a temporal relationship between the patients¿ admission to the hospital and fluid overload due to the minimal information received. Additional information related to the details surrounding the hospital course is needed to determine any potential causality. Should additional information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow up on an unrelated event it was reported that the peritoneal dialysis (pd) patient was hospitalized due to fluid overload. The pd nurse stated the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. It was reported that the patient was prescribed 1.5 percent and 2.5 percent delflex solution but they only completed treatment with 1.5 percent resulting in fluid overload due to the patient not taking 2.5. The patient has been re-educated and have not had issues since then.